Event description:
It was reported that the atrial lead thresholds have increased since initial implant, are intermittent and inconsistent. The lead does not capture at times and the sensing value is low. The patient has multiple medical issues, so given the patient's medical status the physician did not want to re-attempt lead placement at the time of a device change out. Atrial thresholds were still intermittent and inconsistent post implant of the new device, so the decision was made by the physician to reprogram the device to ensure appropriate atrial tracking. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.